Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr performed fi02 calibration, ambient calibration & tested at 100% fi02 for 15 minutes. 100% fi02 is registering 98% both delivered & monitored. Performed ovp (operational verification procedure) to verify normal operating functions are correct & within desired values. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator o2 (oxygen) calibrtion and the o2 range error was displayed. The difference between set value and monitored value. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.